Event description:
Unsolicited communication: pt's daughter reports pump with "no disposable, pump wont run" alert. Rph instructed daughter to make a new cassette and after she did this, the issue was resolved using the same pump. In this process, the pt threw the cassette away so the lot number was not able to be provided. Pt remained on existing infusion while this issue was sorted out so she missed no dose of medication. No harm or injury occurred. Remodulin is considered life sustaining. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. Did the reported fault occur while in use with the pt? Yes. Did we replace the device? No. No additional information is available at this time. Did the product issue cause or contribute to pt or clinical injury? No; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported (B)(6) by pt/caregiver.